Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: product ID: etlw1613c124e, serial/lot #: (B)(6), ubd: 20-jul-2014, UDI#: (B)(4); product ID: etlw1616c124e, serial/lot #: (B)(6), ubd: 12-jul-2014, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm. It was reported approximately 14 years post the index procedure the patient presented emergently. A ruptured 70mm aaa was identified due to a type iii endoleak. Intervention was completed. An endurant ii aui and endurant limb was placed on the right side with a non-medtronic plug inside the left iliac limb and a fem fem bypass and the event was resolved. Per the physician the rupture aaa was due to a type iii endoleak. No additional clinical sequelae were reported and the patient is fine.